Manufacturer narrative:
In addition to the information provided during inspection and testing, service found the objective lens was chipped. The adhesive on the bending section cover was stretched. The connecting tube was sticky. The universal cord was scratched. The electrical connector was corroded. The play of the angulation knob was out of specification due to elongation of the angle wire. The bending angle was reduced due to elongation of the angle wire. The endoscope cable could not be connected securely. The plastic cover was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.

Event description:
The subject device is an olympus loaner asset that was returned to an olympus service center with no alleged complaint. During incoming inspection, foreign material was found on the forceps elevator. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of foreign material in the forceps elevator could not be determined. The facility did not provide their reprocessing methods so olympus was unable to verify whether reprocessing was being done correctly. The event can be prevented by following the instructions for use which state: "- after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. - all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." An additional reportable malfunction was found during evaluation: crack on plastic cover. A correction to h6 component and problem codes is being made to add this malfunction. Based on the results of the investigation, the crack on the plastic cover was likely caused by physical stress (by handling) or deformed. The event can be prevented by following the instructions for use which state: "- do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. - do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. - do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities - may result. - do not twist or bend the bending section with your hands. Equipment damage may result. - to prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted." Olympus will continue to monitor field performance for this device.